Manufacturer narrative:
Device return: one used 46103-68 mtg. Kit. Visual inspection (pre and post decontamination) of the as-received used 46103-68 mtg kit verified the tubing was separated from the bonded female luer component. Qe analysis of the affected 011-46103-68 segment recorded there was a complete solvent ring/bond around the tubing and the tubing/pocket insertion depth was correct. Dimensional analysis of the affected components recorded no out of spec conditions. Findings: the reported product issue (component separation) was visually confirmed with the "as-received" used 011-46103-68 mtg. Kit. The 46103-68 mtg kit had been pre-tested/primed with no issues detected prior to placement. Although the exact cause(s) of the component separation are unknown the engineers report determined the most likely cause was attributable to unintended force/tension at this connection possibly during pt. Movement, repositioning and or transport. ICU medical will continue to monitor and trend these types of reported product issues and initiate preventative measures as applicable.

Event description:
Complaint received reporting component separation with use of one 46103-68 transpac IV w/safeset resv mtg kit. The initial information received reports at an unspecified time after placement the 46103-68 mtg. Kits "..pressure tubing disconnected from the female luer (location marked with a fentanyl sticker). The female luer remained connected to the 3-way zeroing stopcock". The device was removed and replaced. There were no reported adverse patient consequences. Additional information although requested by the manufacturer was not available.